Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the battery handpiece/modular device was sticky and fractured. It was further observed that the plastic part of the upper trigger had fallen off, the housing was cracked/damaged and out of round, and the device would not hold/secure battery device. It was determined that the device had fallen apart, had a leak tightness test failure, and a component damage. It was further determined that the device failed pretest for check for wear on housing, check falling out protection (steel ring), check roundness of housing, check for sticky triggers, leakage test using bubble emission technique and general condition. It was noted in the service order that the lower button of the device was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.